Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.

Event description:
Patient participated in (B)(4) study of treatment for 1 or 2 level degenerative disc disease between l2 and s1. Preoperative diagnosis was disc failure or prolapse. Patient was implanted with an fra spacer at level l4_l5size and l5_s1size. Patient was also implanted with an atb plate at screw _l4_l, screw_l4_r, screw_l5_l, screw_l5_r, screw_s1_l, and screw_s1_r, with left screw at l5 (26mm). Patient had been experiencing pain for 48 months. Surgery date was on (B)(6) 2004, and postoperatively patient experienced vascular injury requiring repair of laceration with sutures by general surgeon. This complaint is for the left screw at l4 (26mm). This complaint is 6 of 7 for the same event.